Event description:
I am a direct user of cavidagel from (B)(6). The product label is not written with silver. However when I use it on my wound, I am allergic to the cavidagel. After checking I found out that the product contains of silver and it is not registered in (B)(6). Cavidagel is registered in (B)(6) but cavidagel ag is not registered in (B)(6) as of (B)(6)2020. It is unethical for a medical device company to supply a cavidagel ag with the license of non ag. The products insert also written with silver but the packing is not stated with silver. Refer to: (B)(6). I have send the products to (B)(4) for testing. FDA safety report ID# (B)(4).